Event description:
It was reported that a novalung console displayed a #206 error during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. This alarm is related to a CAPA that was opened for flow measurement issues. The sample was not available for evaluation. Multiple efforts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Upon further review, it has been determined that the event reported in MFR report # 3012172416-2023-00035 was a duplicate of the event reported in 3012172416-2023-00034. The event was reported by a product manager as well as a member of the technical department. There will be no further updates on 3012172416-2023-00035, which has been deemed a duplicate.

Event description:
It was reported that a novalung console displayed a #206 error during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. This alarm is related to a CAPA that was opened for flow measurement issues. The sample was not available for evaluation. Multiple efforts were made to obtain additional information, and thus far no further details have been provided.